Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the device was attached to the lead, there were occasional dropped beats. The device was removed from the pockket and disconnected. The lead was tested and found to be functioning normally. When the device was reattached to the lead, the int ermittent output anomaly recurred a second and third time.